Event description:
It was reported that the patient said one foley wouldn¿t drain, and another catheter kept pinching her. She also said one of the catheters wouldn¿t stay in, it leaked and failed.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential failure mode could be ¿materials of construction are not biocompatible¿. A potential root cause for this failure could be "incorrect placement by user". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Do not use if package is opened or damage." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient said one foley wouldn¿t drain, and another catheter kept pinching her. She also said one of the catheters wouldn¿t stay in, it leaked and failed.